Event description:
Facility name: xxxx when did this occur?: during use needle stick injury: none other actions taken: none was the returned item used?: yes if used, what is on it?: unknown number of items returned: 1 details of the incident (timeline, circumstances, etc.): a patient using insulin had the needle come out when removing it after an injection, leaving the needle inside the body. The patient removed the needle themselves using tweezers.